Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found residual liquid or foreign material come out of the suction-cylinder. Foreign material exiting from the channel. Air/water-cylinder had no color. The suction-cylinder had no color. The grip had a scratch. Due to a pinhole on the distal end, water tightness was lost. Due to wear of the angle wire, bending angle in up direction did not meet standard value. The objective lens had a scratch. The light guide lens had a crack. The adhesive on the distal end had a crack. The universal cord had a scratch. Due to deformation of the nozzle, air supply volume did not meet the standard value. Due to damage on nozzle, water supply volume does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the freeze frame does not work when using the evis exera ii colonovideoscope. It was also reported that there was weak water flow. Inspection and testing of the returned device found residual liquid or foreign material come out of suction cylinder and foreign material exited from the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the suction cylinder and biopsy channel could not be identified. However, it¿s likely the cause is related to leakage occurring due to a pin hole at the a-rubber, which likely led to reprocessing not being conducted. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection -IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.